Event description:
A customer contacted baxter's technical service center to report having a check patient line alarm with the homechoice (hc) machine during initial drain. The home patient (hp) stated there was air in the patient line. The technical service representative (tsr) advised the hp to end therapy and start over with new supplies. The tsr advised to make sure there was no air in the line. The tsr assisted the hp to end therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient (hp) regarding the reported event. The hp stated she did not know what may have caused the air in the patient line to occur. The hp explained that she discarded the sample and did not know the lot number. The hp advised that she was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.